Manufacturer narrative:
Continuation of d10: product ID 978b128 implanted: (B)(6) 2025 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va35nmr. Implanted: (B)(6) 2025: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2025 lfc additional information was received from a healthcare professional. They reported that the patient did not have two separate devices implanted. They stated that advanced evaluation with insertion of the left sacral lead showed 70% improvement. During the implant procedure it was noted that despite recommended procedure (loop extender wire and tie with silk to itself) the extender wire had been pulled during the prep and drape such that the entire connection (extender to chronic lead) had migrated into the tunnel across the back. When trying to retrieve it, the lead fractured off from the extender requiring placement of a new chronic sacral lead. On this day, they could not replicate intra-op responses on the left side and placed a sacral lead where they had the optimal response which was on the right. Thus, the lead was repositioned to the right side. The issue was not caused by normal battery depletion. The cause was determined to be the lead and extender migrating into the tunnel due to the extender being pulled duri ng prep. The new sacral lead was placed on (B)(6) 2025 due to the prior lead fracturing on retrieval. They stated they would avoid excessive traction on the extender during prep and drape in the future. The issues had all been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the implant is not working. Caller stated that it's not reducing anything and they are seeing problems all the time. Caller added that they had to put a "second implant" in because when they performed the second surgery they had problems with it and had to remove it from one side and place it on the other so they think they might have had two separate implants in them. Agent asked caller if they have made any adjustments to their therapy so far and caller stated they have not talked to anyone about it and they're concerned because of the complications they had in the surgery. Caller mentioned that they just called their doctor's office and they said to call manufacturer before they did anything. Patient requested their local rep to contact them. Emailed rep. The patient was redirected to their healthcare provider to further address the issue.